Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. These false episodes were triggered due to sudden r wave amplitude drop below r wave sensing threshold. Device has been reprogrammed accordingly and no additional false episode were triggered afterward.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited false pause episodes due to under-sensing. No intervention was performed. The patient was stable.